Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope plus had grinding and when panel spinned, there was inverted image, and the screen was upside down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the image on the endoscope was upside down and the endoscope moved freely, backwards/upside down, also they stated that they have reversed control on system arms, the 30 degree endoscope was installed in up orientation and it was engaged to the endoscope adapter, there was no damaged observed at the endoscope adapter; customer reinserted the endoscope into the instrument arm multiple times to resolved the issue and the procedure was completed with the same endoscope, there was no injury results due to the vision issues with the endoscope. The customer stated that they were performing a robotic inguinal hernia procedure, the procedure outcome was completed as planned and the endoscope has already a tracking number (4127 4989 4088) for return to isi evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the butt pack assembly. Visual inspection confirmed hairline crack l/r on of the button pack assembly. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. The endoscope camera instrument adapter was visually inspected, and corrosion was found in the input disks. DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause for the camera instrument adapter defect with binding and friction, improper rotation and audible noise is attributed to component susceptibility to elevated friction level. Also, the probable root cause for discoloration in the cable integrated connector is attributed to component failure, specifically material degradation. Furthermore, the probable root cause for the cracked button and the spring fingers corrosion is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.